Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. User was not using the system at the time of the event on (B)(6) 2020. Therefore no alerts could be asserted by the system. Further analysis showed that patient experienced early sensor retirement a day before the hypoglycemia event. A separate complaint file was opened to investigate early sensor retirement. Also user was offered a sensor replacement as part of resolution for early sensor retirement.

Event description:
Senseonics was made aware of an instance where the patient experienced hypoglycemia event and eversense continuous glucose monitoring (cgm) system did not give alert because patient had received sensor replacement alert on 19 june 2020 , a day before hypoglycemia event occurred. Patient had the symptoms of shakiness, feeling of low blood glucose level. Patient did not receive any medical treatment as it was resolved by themselves.